Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 4.5 months after the dental implant and crown were placed in ada site 19 in the mouth, the implant had not achieved osseointegration. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 4.5 months after the dental implant and crown were placed in (B)(6) site 19 in the mouth, the implant had not achieved osseointegration. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4)